Event description:
Information received from the field does not address the patient's clinical status but notes intermittent loss of ventricular capture with "frequent pauses to 40-45 ppm." During the repositioning of the lead, the helix would not extend for fixation.